Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was delayed in responding to touch. There was no reported adverse impact to the cusotmers blood glucose. Multiple attempts were made by tandem technical support to trouble the issue, however, no response was recieved.